Event description:
Patient ID: (B)(6) it was reported that an arteriotomy closure of the left common femoral artery was attempted with a perclose proglide device after percutaneous transluminal angioplasty was performed in the right popliteal and saphenous femoral artery using an unknown sheath size. Reportedly, there was an unknown device issue with the perclose proglide and it failed to achieve hemostasis. This did not result in an adverse event. Femostop was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.